Event description:
It was reported that pump displayed malfunction alarms in monitoring software and on pump, including malfunction 16. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided, and customer did not require assistance from a third party. Customer planned to switch to multiple daily injections as backup therapy, however did not take corrective action before the call. Technical support explained that alarm indicated pump malfunction that could not be reset, arranged replacement pump with updated software.